Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported the procedure was to treat a mildly tortuous, heavily calcified, 75% stenosed shunt lesion. The 5.0mmx40mmx80cm armada 35 balloon dilatation catheter (bdc) was advanced in the patient anatomy. However the armada 35 bdc was inflated and the balloon ruptured during the first inflation to 12 atmospheres at 10 seconds. A same size armada 35 bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.